Manufacturer narrative:
The complaint is not confirmed for missing information. We are unware of operator/patient involvment.

Event description:
The device had a failure that didn't allow to use it. No adverse effects to patient were reported.